Event description:
It was reported that the small battery drive has low power. The or staff tried multiple batteries with the device but had the same results. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis an evaluation was performed on the returned device. The reporter's complaint that the small battery has low power could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that the control lever that seems to be loose. Evidence indicates this is due to usage wear over time. Medwatch originally submitted to FDA on may 14, 2014. FDA gateway was unresponsive. FDA gave approval on may 21, 2014 to re-submit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.